Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer stated the pump battery depleted within one day after charging. In addition, the fill estimate was noted to be inaccurate after filling the cartridge with 300 units of insulin.customer reported blood glucose level was 329(mg/dl). A manual injection was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.